Event description:
It was reported that the guidewire was moving. A 1.25mm rotapro was selected for use in a coronary atherectomy procedure, to treat coronary artery disease. During rotablation, there was significant movement on the wire and the wire was pulling back. The healthcare providers (hcp) examined the device to the best of their ability and could not determine why the wire was moving. The movement was described as wrapping on itself. The hcp further explained that the wire was looped around and clipped in, in the fashion required to set up the device for removal. This was completed by using the wire clip to override the brake setting, during dynaglide removal. During the hands on demonstration the hcps could not discern if the brake was checked during draw, to confirm functionality. They also could not confirm if the clip was still in, to override the brake, during full speed rotablation. The procedure was successfully completed with the 1.25mm rotapro. No patient complications were noted.